Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the information received the device is blocked when performing sutures on the ligament. Withdrawal with difficulty. Consequences: only 3 attachment point made to the patient instead of the 4 planned; surgery ended in failure, without fourth point. Information received from sales representative : the fixation point missing is at the arcus tendinous. No negative impact to the patient.

Manufacturer narrative:
Two digitex suture delivery devices and three digitex suture cartridges were received for evaluation. Examination and testing of the components was performed by a coloplast quality engineer who was able to confirm the reported complaint. The trigger handles on each of the two digitex sds were broken, preventing the device from firing. Because the trigger handles on each device were broken, it was not able to be verified if the needles of the devices tracked normally, or if the devices functioned properly outside of the body. Microscopic examination of the devices revealed that the tips of each device exhibited signs of shear damage, indicative of contact with the needle of the device. It was noted on one of the devices that the needle was protruding from the 'garage' about 1/3 of the needle's length. This has been seen previously if the linchpin that connects the clevis shaft to the yoke of the drive shaft slips out of place and gets caught on the edge of the track inside the head of the device. To verify that this was indeed the case, pressure was applied to the tip of the needle (the needle would move freely if there was a different mode of failure). The needle was able to be pushed back into the 'garage', however it took a great amount of force to overcome the stuck position, indicating that it was indeed the linchpin that caused the needle to get stuck in it's position. The physician likely applied excess force to the trigger of the device to attempt to retract the jammed needle, ultimately breaking the handle of the device. This internal component failure was determined to be the root cause of the reported complaint. It was not able to be determined what was wrong with the other device based on it's returned condition. This complaint was forwarded to the contract manufacturer (cm) for review. The cm reviewed the manufacturing records to verify that there were no discrepancies and confirmed that devices from this lot met all specifications.